Event description:
Revision surgery - the patient had pain and no function. The surgeon removed the glenoid head and implanted a regular humeral head and hemispherical adapter. The shell and liner were also removed.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and limited function after (B)(6) of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) due to trauma, (B)(4) due to infection, (B)(4) for dissociation, (B)(4) due to instability, (B)(4) for pain, (B)(4) for non-assembly, (B)(4) broken screw, and (B)(4) for stability/poor joint issues. This is the (B)(4) complaint for this lot number. The root cause for the pain and limited function was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.